Manufacturer narrative:
Pump received with no button response due to moisture keypad traces. No button error during testing. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and buttons were not responding. Customer's blood glucose was 160 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.